Manufacturer narrative:
This report is for an unknown dynamic hip screw constructs/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: dipaola, m., rozbruch, s.r., and helfet, d.l. (2004), minimal incision technique using a two-hole plate for fixation of stable intertrochanteric hip fractures, orthopedics, vol. 27 (3), pages 270-274 (USA). The aim of this retrospective and prospective study is to present 13 patients after dhs plating of intertrochanteric or basicervical hip fracture with the mini-incision technique. A total of 13 patients with an average age of 82 years (range: 57-99 years) were included in the study. Surgery was performed using dynamic hip screw (dhs; synthes, paoli, pa). The mean follow-up period was unknown. The following complications were reported as follows: 1 patient died from complications resulting from aspiration pneumonia and heart failure in the hospital postsurgical fixation. 5 patients received transfusions during their hospital stay. All but one patient achieved union. This report is for an unknown synthes dynamic hip screw constructs. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).